Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator had a graphical user interface (gui) resets. There was no patient involvement.

Manufacturer narrative:
Corrected description and added repair information updated evaluation codes to better reflect repairs were updated.

Event description:
It was reported that the 840 ventilator had a graphical user interface (gui) resets which resulted in an inoperable gui. There was no patient involvement. A service engineer (se) inspected the device and confirmed the reported condition. To address the failure, the se replaced the gui printed circuit board (pcb) and backlight inverter pcbs. The unit passed all testing and operates within the manufacturing specifications.